Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was used to treat a lesion. The device was unable to cross the lesion. The device was removed intact but was observed to be deformed. No patient injury reported.

Manufacturer narrative:
No damage was done to the stent. If information is provided in the future, a supplemental report will be issued.